Event description:
A consumer reported he has blurry, dull vision at all distances and a gray "splotch" just left of his point of focus with his right eye following bilateral intraocular lens (iol) implant surgery. He reported he has the same iol model type in both eyes and his left eye is almost perfect. Additional info has been requested from the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports for this lot. Additional info was requested by mail and by fax on 08/20/2007 and by phone on 08/20/2007 and 08/28/2007.